Event description:
Customer called to report that the access 2 immunoassay system produced four accutni results that were flagged ind (indeterminate). Customer performed accutni qc (quality control), which also flagged as ind. Customer then analyzed the patient samples on an alternate access 2 instrument in the laboratory and obtained numerical values. The customer technical specialist (cts) evaluated the issue by telephone and reviewed customer's reagent inventory. The cts found that only two accutni reagent packs were listed; one with 50 tests remaining, and the other with 39 remaining. The cts then reviewed the physical reagent pack placement within the reagent carousel and noted that the 50 test-pack was in the proper slot, but that the 39-test pack was not loaded in the slot listed. Further investigation revealed that the 39-test pack was not loaded at all on the reagent carousel. This was the cause of the ind flagged results. Customer supplied an accutni calibration curve, which was performed on (B)(4) 2012. The curve was accepted as passing and had satisfactory percentage cvs (coefficient of variation) of less than 3.5 percent. Customer also supplied a routine system check, which was performed prior to the event on (B)(4) 2012. The system check passed all parameters well within specifications.

Manufacturer narrative:
The cts was able to determine that the event was due to user error when customer misloaded an accutni reagent pack on the instrument. Customer has not called back to report any further issues relating to this event. Service was not dispatched for this event as the issue was resolved via routine troubleshooting with the cts. (B)(4).